Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MDR # 6000093-2007-00893. It was reported by the pt that 21 days following a coronary drug eluting stenting treatment procedure, a blood clot and heart attack were experienced. The patient had two taxus express2 drug eluting stents of an unknown size implanted in two separate unspecified vessels. Twenty one days later, the pt reported experiencing a heart attack. The pt was emergently transported to the hosp "to reopen one or both of the taxus stents via balloon angioplasty". No further information is available.